Event description:
It was reported that the patient underwent a revision of his ams penile prosthesis due to unspecified reason. An inflatable penile prosthesis (ipp) was implanted. No patient complications were reported in relation to this event.